Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while the surgeon started the registration procedure two communication errors occurred and the system shutdown causing a delay of 10 minutes in the procedure.

Manufacturer narrative:
The analysis of the surgery data log pointed put that the two communication error occured have two different root causes. The root cause of the first communication error is a residual software bug already known. However, the second communication error is a normal device behavior following an excessive force applied by user when installing the pointer probe. The device worked as intended. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, date received by manufacturer.